Event description:
It was reported by the provider that the controller is faulty, intermittent stopping and going. There were no reports of patient injury or property damage, no additional information provided.